Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was >8.0 inr with a repeat test on another device of 3.7 inr. The corresponding lab result reported was 2.99 inr. The pt's coumadin was held for one day. The device was replaced and requested to be returned for eval.